Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 27, 2016. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was then connected to a dynamic tuning fixture (dtf) for a stroke test to measure the longitudinal and torsional movements. The handpiece was found to meet specifications. The phaco handpiece was found to functionally exhibit no problems. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a handpiece presented with no phacoemulsification during a cataract procedure. The handpiece was exchanged to complete the case. There was no patient harm.